Event description:
It was later reported the outcome was ongoing with no further action needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump revealed no anomaly.

Event description:
It was reported that the patient was admitted to the hospital for (B)(6) with infection. The patient experienced fever, chills, and increased low back pain several days prior to admission to the hospital and on admission altered mental status, blood sugar > 400, complaints of decreased sensation and decreased ability to move lower extremities. The patient was (B)(6) for (B)(6), bacteremia with 7/7 bottles growing coag and also a CT scan done (B)(6) 2012 showed psoas abscess as well as osteomyelitis diskitis at l3-l4 area. The location of the infection was reported to be at the l3-4 area of the lower back. It was noted that extension of infection could not be excluded and also systemic bacteremia. An (B)(6) screen was negative on (B)(6) 2012. The patient was treated with vancomycin and IV levaquin for infection, and prn dilaudid for pain. The severity was indicated as severe and resulted in in-patient or prolonged hospitalization. The event was indicated as on going. The entire system was explanted (B)(6) 2012. The pump delivered fentanyl and bupivacaine.

Manufacturer narrative:
Catheter 8711, serial# (B)(4), implanted: 2010 (B)(6), explanted: unknown 8590-1, lot# n206778, implanted: 2010 (B)(6), explanted: unknown. (B)(4).